Event description:
It was reported the patient (B)(6) lost stimulation. X-rays revealed lead migration. Additionally, it was noted the anchor was fractured; however, it has not been confirmed. In turn, the patient underwent surgical intervention to explant and replace the lead and anchor which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results : the complaint for loss stimulation was not confirmed. As received, the lead passed functional testing (continuity testing and resistance measurement); therefore resulted in normal device characteristics. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.